Event description:
On (B)(6) 2026, the patient underwent a port placement procedure using the powerport m.r.I. Isp via the right internal jugular vein. During the procedure, it was noted that the distal end of the sheath was rough and could not be punctured. It was also reported that the sheath was stretched and had split. There was no patient reported injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.